Event description:
During coil embolization of a ruptured aneurysm at the patient¿s anterior communicating artery the micrusphere coil (csp10030030 / lot unknown) did not detach using one enpower control cable (ecb000182-00 / c24274) and detached after multiple attempts with another enpower control cable (ecb000182-00 / lot unknown). The aneurysm was not tortuous and not calcified. It was reported that a fubuki sheath 5fr. (Asahi intecc, type unknown), an echelon 10 microcatheter (covidien, type unknown), and an enpower detachment control box (lot unknown) were also used for the above procedure. No further details of the concomitant devices are available. The physician was unable to detach the first coil inserted despite 5-6 attempts with one of the enpower control cables. The cable was replaced with another cable (lot unknown), and the physician succeeded in detaching the coil at the third attempt. The procedure was completed without further issue or delay. There was also no patient injury/complications reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. There was no irregularity when performing the pre-deployment electrical check. There was no reported mishandling of the devices and there is no report of a connection problem between any of the devices. The complaint product will be returned for evaluation. No further information is available.

Manufacturer narrative:
Concomitant devices: 2 enpower control cables (ecb00018200/lot unknown); fubuki sheath 5fr. (Asahi intecc, type unknown); echelon 10 microcatheter (covidien, type unknown); enpower detachment control box (lot unknown). Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Manufacturer narrative:
An enpower detachment cable lot c24274 was returned. Limited information was received. Both the unidentified enpower dcb and the micrusphere csp100300-30 were not returned. The echelon 10 microcatheter was not returned. The enpower remote cable was tested and passed electrical specifications. The returned ecb contained in this complaint passed functionality testing by detaching ten microcoils on the first detachment cycle. The enpower remote connecting cable passed electrical and functionality testing. Therefore, it is highly unlikely that this enpower remote connecting cable contributed to the complaint event. In addition, without the return of the unidentified detachment control box (dcb), the unidentified micrusphere (csp100300-30) microcoil system, and the echelon 10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event could not be confirmed. The returned detachment cable passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The micrusphere coil and one of the two control cables involved in the complaint were not reported returned and the lot numbers were not provided therefore analysis could not be performed on the products. There is no evidence of a manufacturing-related failure, therefore, no corrective actions will be taken at this time.